Manufacturer narrative:
The device was returned to the service department and the evaluation could not confirm the customer¿s reported issue as the light source did not fail during inspection and testing. However, the light control cable was loosened, and the lifetime of the xenon lamp has expired. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera xenon light source was having ¿problems with the light source (light fails sporadically during the examination). Check the light source, replace lamp if necessary). The intended procedure could only be completed under difficult conditions but it was completed with the same light source. There was no clinically relevant prolongation of the procedure due to the defect and no death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred because the xenon lamp deteriorated due to long-term usage, resulting to flickering of the lamp. Since no further information could be obtained, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide a correction. The device was not returned to olympus as an olympus field service engineer was onsite at the user facility to perform the service/repairs.